Event description:
Customer called on (B)(4) 2012, reporting of a fluid leak inside the coulter lh 780 hematology analyzer and was unable to locate the source of the leak. Customer was wearing personal protective equipment consisting of gloves and a lab coat at the time of the event and no injury or exposure was reported. Patient results were not affected and therefore there was no change to patient treatment attributed to this event. Field service engineer (fse) was dispatched and found a leak at the needle assembly of the instrument. Fse stated that the probe wipe was not aligned with the probe causing the probe waste to spill. Fse proceeded to replace the needle assembly and verified the repairs per established procedures. Root cause of the leak was likely attributed to the probe wipe not being aligned with the probe.

Manufacturer narrative:
Evaluation code - results code - (other): leak at the needle assembly. Probe wipe not aligned with probe. (B)(4).